Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a 90% stenosed target lesion located in the non tortuous and non calcified distal left anterior descending artery (lad). Following predilatation with a 2 x 9 and 2.5 x 9 semi compliant (sc) balloon, a 24 x 3.00mm promus elite stent was deployed at 11 atmospheres and there were no issues with stent deployment in the lad. Following stent deployment, a c type of dissection occurred at the distal edge of the stent, which was flow limiting and caused slow flow. The stent was not post dilated before dissection. Another stent was deployed to cover the dissection and complete the procedure. There were no further patient complications, the patient was stable post procedure and fully recovered.